Manufacturer narrative:
The field service engineer (fse) stated that upon arrival he found the instrument out of use and reviewed questionable patient samples with extremely high rbc and plt values. Onsite service was performed and the waste syringe assembly and sample syringe were replaced. The fse performed 50 sample cycles with all normal/expected results; the issue could not be reproduced. The fse returned the next day and replaced suspect diluent supply valves vl10 and vl11, and made minor adjustments to the rbc and plt cal factors resolving the reported issue. The specific malfunction and it's resolution could not be confirmed. Bec internal identifier case-(B)(4).

Event description:
The customer initially reported h&h was not matching for patient samples run on the act5diff al instrument. The customer also stated a grinding noised was observed coming from the instrument. The field service engineer stated that upon arrival he found the instrument out of use and reviewed questionable patient samples with extremely high rbc and plt values. There were a total of four erroneous patient results generated and one result reported outside of the laboratory. There was no report of an adverse event or impact to patient treatment. Instrument data of the erroneous results has not been provided for review, as a result instrument flagging could not be assessed.